Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a hysterectomy procedure, after the first device displayed probe damage error messages, it was replaced with a second device. The tip of the second device broke off and fell outside the patient in a sterile environment. The intended procedure was completed with a halo forceps and there was no patient injury reported. Olympus followed up with the user facility to obtain additional information via telephone and in writing regarding the reported event, but with no results.